Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided indicated oversensing was again observed during a follow-up. Patient was asymptomatic. The device was reprogrammed, and patient will continue to be monitored.

Event description:
It was reported an asymptomatic patient presented in ER after receiving a vibratory alert. Post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. The device was reprogrammed and the issue remained in the next follow up. Further programming changes were recommended.